Event description:
On (B)(6) 2012, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, a follow up computed tomography was performed and no remarkable findings were revealed. On (B)(6) 2012, the pt presented to the hospital with lower leg pain. A computed tomography revealed both legs of the graft were occluded. It was reported that the physician felt the occlusion was from a compression of the proximal neck of trunk-ipsilateral leg component and a compression of the contralateral leg on the left side at the level of the flow-divider. The same day, the gore excluder aaa endoprostheses were removed and a y graft was implanted.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.